Event description:
The patient's meter was reading inaccurately erratic. The patient reported two results of 171 and 208 mg/dl. The tests were performed within 20 minutes of each other. The comparison fell within the 20% specifications. The pharmacist called lfs for assistance in troubleshooting. A control solution test was attempted, however, an error 2 message appeared. The issue was not resolved. No injury or harm was alleged. The test stips were in good condition. Codes matched, and the techniques for applying the blood to the test strip and for cleaning the punture site were correct. Based on the information provided, there is evidence of a meter malfunction (the error 2 message was not resolved), however, there is no evidence of the meter contributing to a serious injury (the patient did not receive any medical attention). A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.